Manufacturer narrative:
(B)(4). On an unreported date, after subcutaneous pathway diversion and after the patient¿s pd catheter was removed, the peritonitis was resolving and the patient was recovering. At the time of this report, the patient remained on hemodialysis. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was reported to be due to an internal issue; however, this could not be medically confirmed. The patient was hospitalized for the event. Treatment was not reported. The patient was recovering from the event. On an unreported date, the patient experienced refractory peritonitis. Treatment for the peritonitis event was inserting a subcutaneous pathway diversion (spd). On an unreported date, the patient¿s (pd) catheter was removed and the patient was started on hemodialysis (hd) therapy. At the time of this report, the patient was recovering from the event. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Literature citation: oshio m, fujii t, fujii t, kusaura t. Three cases of elderly patients that we introduced peritoneal dialysis. Kidney and dialysis 2014; 77(s): 237-238. The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).